Manufacturer narrative:
(B)(4). Batch # r57l8e. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with staples and with the washer uncut and with the knife recessed below the reload deck. In addition the staples were noted to be protruding and partially form. The drivers were noted to be partially advance; this condition is consistent with the device being partially activated. The device was tested for functionality with a test cartridge reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. Please reference instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device was " stucked during procedure."? Was the device unable to be fired (meaning no staple line or cut line was delivered)? Or was the device stuck on tissue? If yes, how was the device removed from the tissue? Were there any patient consequences? Response: device stuck on tissue but fortunately physician remove it without consequences for the patient. Additional information was requested and the following was obtained: can you please confirm, when the device was stuck on tissue, how was it removed from the tissue? Were the device jaws able to be opened to remove it from tissue? If not, how was it removed? Response: stapler has been removed manually. There was no consequence for the patient.

Event description:
It was reported that during an unknown procedure, physician reported that the device stucked during procedure. To procedure completed physician used another one product the same type.